Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient attempted to deliver a bolus and the personal therapy manager displayed an 8476 error. The patient went to the hospital on (B)(6) 2013 and the pump was interrogated. The pump had stalled and it was not known if it recovered. This was confirmed by the logs as it was noted that the stall had occurred on (B)(6) 2013 at 4 pm. The physician suspected a motor stall due to mix of drugs in the pump reservoir. The pump was explanted but not replaced at this time. Reportedly, a new pump would be implanted in the future. This device system delivered lioresal, morphine and clonidine. Additional information was requested and it was further reported that the cause of the stall was not determined. The pump was replaced on (B)(6) 2013. The patient was currently feeling ¿fine.¿ the pump was expected to be returned.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies which included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.